Event description:
The end user reported that for the last three to four years he had a red rash with blisters under tape border. He stated that when the rash initially occurred, he saw a dermatologist and was referred to a second dermatologist, who did a patch test in which, he did not react with the same adhesive placed on the opposite side of the abdomen. He returned to his regular dermatologist, who did not give a diagnosis but prescribed topical desonate gel and within a few days the rash resolved. He mentioned that when he uses the gel, he temporarily discontinues use of the wafer.

Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. Additional information patient/event requested. No additional patient/event details have been provided to date. Should additional information become available, a follow-up report will be submitted.